Event description:
It was reported that a patient diagnosed with stenosis and radiculopathy underwent a cervical fusion procedure using a 70mm cervical translational plate. It was reported 13 months post-operatively that the implant "failed" and a revision surgery was performed due to pseudoarthrosis. It was also reported that the patient complained of "right-sided neck and shoulder pain'. The new construct is reportedly stable 4 months post-revision.

Manufacturer narrative:
Additional information received by manufacturer via email on 17 feb 2014.

Event description:
It was reported that the "plate failed at the juncture where it collapses". The surgeon reportedly discovered the issue during a follow up visit related to additional complications including "failed fusion over 12 months from original surgery". The broken plate was removed and the level was revised then re-plated with a new cervical plate. The patient also underwent a posterior cervical fusion during the revision. No further information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.